Event description:
During preparation for during cardiopulmonary bypass, the air detection sensor constantly alarmed, requiring it to be exchanged for another sensor. There was no reported adverse consequence to the pt as a result of this event.